Manufacturer narrative:
Evaluation summary: the inner insulation of the lead was distorted due to kinking/buckling, the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, visual summary analysis of the lead indicated stretching, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician exercised the lead prior to use, and the lead functioned normally. After two deployment attempts in the rv (right ventricle), the helix would not fully deploy on the third try. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).